Manufacturer narrative:
Updated fields: b4, b6, b7, g3, g6, g7, h2, h6, h10, h11. Corrected field: d1, h4.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing at this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) stopped displaying the fiberoptic waveform and displayed "sensor module failure" alarm, the unit was switched with no patient effect. No patient harm, serious injury or adverse event was reported.